Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump error was occurred two times. Blood glucose was 114 mg/dl. Customer reported that self test was pass. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. The motor and electronic assemblies found with traces of corrosion per visual inspection.